Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, the physician attempted to attach the leads into the new implantable cardioverter defibrillator. There were difficulties engaging the hex wrench to the set screw. When the lead was tightened into the header, the right ventricular lead dislodged from the header with a tug. Multiple hex wrenches were used but the same result occurred. Once the lead was finally secured, brown/yellow liquid came out of the header and the lead failed the tug test again. The physician removed and replaced the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of loose right ventricular lead connection was not confirmed. Final analysis found that the lead bore diameters met df-4 header specifications. A test lead was inserted into the rv header port and secured properly to the connector block. A tug test was performed, the lead stayed securely in place, and the device showed normal function.